Event description:
It was reported that the lens was removed intraoperatively due to a defect in the posterior capsule. The incision was enlarged to remove the lens, a vitrectomy was performed, another lens was implanted, and sutures were used. Additional information has been requested. Reference MDR # 2031924-2013-00016 for the delivery device used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.